Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported increased potassium levels with the sst tube. They have increased potassium levels with the sst tube (gold top) with product # 367986. Once the patient is redrawn and tested it does not occur.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported increased potassium levels with the sst tube. They have increased potassium levels with the sst tube (gold top) with product # 367986. Once the patient is redrawn and tested it does not occur.